Manufacturer narrative:
The reported product has been returned and currently undergoing the investigation process. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retain strips. A visual inspection was performed on the returned reader, and physical damage was observed, including minor damage to the usb port. The damage did not affect the reader¿s functionality, as it powered on when the button was pressed. However, attempts to connect the returned reader to masterm and charge the device were unsuccessful. A built-in reader test was performed, and the test passed the usb cable was returned with the reader; no evidence of fire was observed. The usb/charging cable was visually inspected, and no issues were noted. Electrical testing confirmed no open circuits or shorts. The usb/charging cable successfully passed all tests. The customer did not returned the adaptor. The reader was de-cased, and a visual inspection of the pcba revealed no signs of damage, burn marks, or corrosion. However, the usb port was observed to be lifted off the solder pads. An extended investigation was conducted. The returned reader powered on successfully using the button press, charging cable, and strip test. The battery measured to be within the specified range. A thermal camera was used to monitor the reader¿s temperature during operation and charging, and no hotspots were observed. An off-current test was performed and all results were within specification. A reader self-test was also performed and passed with no issues. It was concluded that the exterior casing damage did not affect the functionality of the returned reader. No evidence of a product malfunction was observed during the investigation. The user complaint "that the reader gets hot to the touch when it is on the charger" was not observed. This issue is not confirmed. In addition, the device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.